Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported some of the tampons in the package had strings that were too short which made the tampons difficult to remove. She stated the string was often inserted with the tampon in her body and she had to manually remove the tampon.